Event description:
Information received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The hill-rom technician tightened the connection on the ac powered cord to repair the bed.